Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. The patient chose to keep the removed plate.

Event description:
It was reported that the surgeon recently took a patient back to the or to treat an unresolved rib fracture issue. This is the second revision of this patient as it appears the patient has a nonunion/ malunion pathology.